Event description:
The company was made aware that the pt's device was explanted due to recurrent infection in the middle ear and an increasing number of seizures since implantation. Advanced bionics is in the process of gathering more info.